Event description:
The account alleges that the bed exit will not send a signal to the nurses station.

Manufacturer narrative:
The tech replaced the tape switches, which resolved the issue. The device operates normally. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.